Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Reason for implantation: pelvic organ prolapsed, stress urinary incontinence the patient experienced pain, vaginal discharge and bleeding, infections, recurrence of stress urinary incontinence, leakage of feces and depression. It was reported that due to pain patient underwent revision of mesh in (B)(6) 2010 by implanting surgeon and additional revisionary procedures in 2011 and 2012. No additional information provided. As per operative report, implantation date is (B)(6) 2009. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-00552. The same patient is represented in each medwatch. When reviewing the reported information, it was noted that there is a discrepancy between the manufacturing date of lot number 3195456 and the procedure date. Due to legal activity in this matter, and because all contact must go through legal counsel or their respective representatives, (B)(4) cannot perform a follow-up to the customer/patient to clarify these details. Therefore, the information that was reported will be submitted in the medwatch. If any additional information is made available, this file will be updated accordingly.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent excision of mesh and re-epithelialization on (B)(6) 2010 by (B)(6) md due to mesh exposure in the posterior fourchette at (B)(6) hospital.

Event description:
Details: it was reported that the patient underwent excision of mesh and reepithelialization on (B)(6) 2010 by (B)(6) md due to mesh exposure in the posterior fourchette at (B)(6) hospital.

Manufacturer narrative:
Patient code: (B)(4) ¿ urinary tract infection additional narrative: it was reported that following insertion patient experienced urinary tract infection.